Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report dyspnea, recurrent mr, additional procedure. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a mitral regurgitation grade 4. Clip was implanted with no reported issues, reducing mr to grade 1. On (B)(6) 2022, patient returned with symptoms (shortness of breath). Tee performed on (B)(6) 2022, showing moderate to severe mr. The mitraclip is still stable on both leaflets. No additional information was provided. On (B)(6) 2022 additional mitraclip procedure was performed to treat mitral regurgitation with grade of 4. One mitraclip was implanted with no reported issue, reducing mr to grade of 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/regurgitation (recurrent mr) was unable to be determined. The reported dyspnea was a secondary effect of the mitral regurgitation. The reported patient effect of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.